Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the therapy/stimulation being off was determined to be due to being unable to reset. The steps taken to resolve the issue included resetting the phone and monitor. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that this morning they have been trying to use their equipment. Pt said they haven't been able to locate it, they have been trying to reset it. Pt said they finally connected once they got on the phone with pt services. Pt said they can see "home" and the arrows are there but no numbers and something says off do they have to push it over to on? Pt confirmed stim was off and agent reviewed how to turn stimulation back on and when they tried to turn stim back on again it said: operation failed error has occurred while performing the operation please try again. Pt said there was no code number it just said "end session". Pt said the communicator was still in place when this happened. Agent asked pt to remove the communicator and try putting it in place again and try again. Pt was able to connect and turn stim back on, they increased and confirmed they felt comfortable stim in their bike seat region. Tried to clarify with pt how therapy may have possibly been turned off. Pt said they had not deliberately turned it off but maybe it happened by accident, this morning. Pt said they saw the message: therapy has been turned off, ok. Pt had been holding the handset in their hands but said they did not turn therapy off and it was unclear what steps caused that to happen. Worked with pt to remove the communicator from the ins and restart the communicator and handset. Pt used the equipment again to connect and turn therapy back on increasing to a comfortable setting and removing the communicator from their body while stim was on. Pt used the equipment one more time and, when they connected, confirmed stim was still on at the setting they expected. Pt removed the communicator and powered back down. The troubleshooting steps that were taken on the call resolved the issue. Agent recommended pt keep an eye on the issue and redirected to their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.